Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, she had suffered a hypoglycemic episode during which, the patient claims, cgm was reading 448 mg/dl while her bg was 60 mg/dl and dropping. Prior to her hypoglycemic episode, patient had made insulin therapeutic adjustments based on cgm's values alone, which is a practice against cgm's user's guide recommendations. Paramedics were called and patient was hospitalized from (B)(6) 2012.